Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. Recommendation made to replace the motor to resolve the issue. Customer requests no repair to device. Manufacturer to return device to customer unrepaired and inform that as unit was not service it may not be appropriate for use on a patient. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up to this final report will be filed.